Event description:
A customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to ensure the pump was not plugged in and to press the button firmly while providing support at the bottom of the pump. The customer confirmed that the display turned on, although the button remained challenging to press, and opted to keep the pump in its case, indicating they would call back if the issue worsened.